Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer filled using off-label syringes. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.